Event description:
The manufacturer received information alleging a ventilator failed at test step during testing. There was no harm or injury reported. There was no evidence the device was in patient use. The manufacturer's fields service engineer evaluated the device, and the allegation was confirmed. The device failed a pressure verification test step and the device's machine flow sensor was replaced to address the issue. Additionally, the device failed a test step for fio2 sensor receptacle verification. This test step verifies that the fio2 solenoid is open, and the tubing is not kinked or occluded. This fio2 sensor is used for monitoring purposes only. This would not affect the device's ability to deliver therapy as designed. The device was tested and is ready for clinical use.